Manufacturer narrative:
H.6 investigation summary: two customer photos were received for review and analysis. After review and analysis, gel airbubbles are shown at the bottom of the tubes in the first photo. Additionally, 30 retain samples were subjected to a visual inspection for gel airbubbles. 1 of 30 retain samples failed visual inspection. Complaints for sample quality are under statistical control for the month of august 2023. At this time, further testing is not indicated. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for gel air bubbles based on the photos provided and retention sample testing. A root cause was unable to be determined.

Event description:
It was reported that 47 bd vacutainer® sst¿ blood collection tubes experience air bubbles in the gel. The following information was provided by the initial reporter, translated from chinese to english: clinic responded to this batch of #367986 sst test tubes, and found a large number of gel bubbles in the tubes

Manufacturer narrative:
H.6. Investigation summary: two customer photos were received for review and analysis. After review and analysis, gel airbubbles are shown at the bottom of the tubes in the first photo. Additionally, 30 retain samples were subjected to a visual inspection for gel airbubbles. 1 of 30 retain samples failed visual inspection. (B)(4). At this time, further testing is not indicated. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for gel air bubbles based on the photos provided and retention sample testing. A root cause was unable to be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text: see h.10.

Event description:
It was reported that 47 bd vacutainer® sst¿ blood collection tubes experience air bubbles in the gel. The following information was provided by the initial reporter, translated from chinese to english: clinic responded to this batch of #367986 sst test tubes, and found a large number of gel bubbles in the tubes.